Event description:
Caller reported an aviva system blood glucose result of 184 mg/dl at 07:00 am. He took his normal, prescribed amount of insulin and went on a walk. Ninety minutes later, he called his wife and reported symptoms of hypoglycemia. His blood glucose was 58 mg/dl on the aviva when his wife went to him. She gave him a coke. Customer still felt weak and ate some chocolate. Same system retest result within 10 minutes was 121 mg/dl. No further adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.